Event description:
An emergency room nurse called and stated that the pt was brought in with a blood glucose of 53 mg/dl. She was given glucose tablets which raised her bg to 100 mg/dl, but then it dropped to 60 mg/dl and subsequently rose up to 353 mg/dl. The exact timing of these measurements was not reported. The nurse stated that they were going to keep the device on the pt and monitor to determine what is causing her bg to fluctuate. Nurse recommended that an insulet educator visit with the customer to make sure she understands how to operate the pod effectively. Later the pt called back to report she had a seizure due to the incident on 8/3. She stated she is seen lows more after a correction bolus and is working with her dr on adjusting her settings. She agreed to meet with the educator.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's low blood glucose. No qualification record review could be performed because the product lot number was not reported. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to detect and respond to issues promptly. It cautions that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."